Manufacturer narrative:
(B)(4). The customer was unable to acquire a 12-lead ECG. There was no negative pt impact. This investigation remains open. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer was unable to acquire a 12-lead ECG which could delay diagnosis or treatment and is therefore reportable.